Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they are trying to reach a representative. Agent reviewed the representative role and redirected them to the managing physician. While on the call the pt stated about 9 days ago they started having horrific tissue pain that was radiating around where the ins is implanted and goes from the butt cheek to the upper back and pt could not even take a deep breath because it hurt so badly. Pt states it feels like the battery has flipped and the wires are laying on top of it ins. Pt stated the pain was so bad they turned off stim. Pt then stated about 3-4 days before the pain started, they had to have their car towed and when pt was getting out of the tow truck, they slid from the seat of the truck about 8 feet to the ground and states the ins bumped/hit everything on the back side all the way down till their feet hit the ground.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.